Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. Event log recorded reported error 41 times of cassette not attached properly. Visual test was performed, and a degraded downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor. The dso sensor was replaced to fix the issue.

Event description:
It was reported that the device cassette was n/a. There was unknown patient involvement, and no patient harm/adverse event was reported.